Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 808:02, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: failure code 808:02 was discovered and confirmed in the device event history by baxter. The assignable cause could not be determined. The baxter owned device will not be repaired at this time as it has been removed from service. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of "808:02 failure code". (B)(4).